Event description:
"The doctor stated she had a pt who returned symptomatic for canaliculitis as evidenced by discharge, mucous, pus extruded. The physician irrigated the plug out. The pt was put on "antimoxi" and the infection has resolved."